Manufacturer narrative:
The reported event of "ua42 code" was confirmed during functional testing and in the archive data. The potential root cause maybe due to defective load cell amp cable. Visual inspection of the returned platform revealed damaged/ cracked top and front covers as well as a bent battery lock clip, unrelated to the reported complaint. The observed physical damages appear to have been caused by normal wear and tear as a result of an aging device. The autopulse platform was manufactured in june 2008, and it is 11 years old, well beyond its expected service life of 5 years. A review of the autopulse platform archive was performed, and it showed multiple ua42 (force overload tripped) to have occurred on (B)(6) 2019 rather than the reported event date of (B)(6) 2019. During functional testing, upon powering up the platform, ua42 was displayed. Therefore, the reported complaint was confirmed. Upon customer's approval, the defective parts will be replaced and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for autopulse with serial number 30117.

Event description:
During shift check, user advisory ua42 (force overload tripped) was observed. The user advisory error message was cleared by the customer; however, the ua42 re-occurred again. No patient involvement.